Manufacturer narrative:
One cadd solis hpca pump was returned for analysis for the failed volumetric accuracy test complaint. The device was returned an adhesive on the battery door. Accuracy testing was performed and the reported issue was duplicated. The cause of the issue is the an out of specification expulsor. The expulsor will be trimmed to resolve the issue.

Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.

Event description:
Information received indicating that this cadd solis hpca pump failed accuracy. No adverse effects reported.